Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit had a damaged lens on scope. There was no patient involvement.

Manufacturer narrative:
Evaluation summary one device was received for investigation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The reported condition was confirmed. A visual inspection was performed and showed the sheath is bent and broken, laser welding damage, and the outer tube needs to be exchanged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.